Event description:
In '08 at 0525 an epidural catheter was inserted for labor by same anesthesiologist as event #1. Post delivery, at 1400 rn attempted to remove catheter, but met strong resistance. Anesthesiologist paged to room. At 1500 after repositioning the pt, anesthesiologist attempted to remove catheter without success. Decided not to pull further and allow pt to keep catheter in overnight. In the next day, day shift anesthesiologist removed catheter without any resistance. Catheter came out. It was intact, but was stretched and distorted. No further treatment for pt. Discharged in the next day in stable condition.